Event description:
Customer originally stated that the tube was not connected with bag. This was deemed not reportable. Follow-up information from customer was received by baxter (B)(4) on 05/11/2009. During the operator filling the stemcell into the cryocyte bag, it was noted that the stemcell leaked from the root of blood transfusion tube connection with the bag. They did lose a few cells. There was no patient impact.

Manufacturer narrative:
(B)(4). Baxter medical assessment based on the additional information received on 05/11/2009: this is a cryocyte bag leakage that occurred after fill. The customer has indicated that there was no patient impact. As in all cases of cryocyte bag leakages, there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk. As such, a leakage could potentially cause or contribute to an event if it were to reoccur. (B)(6). A photo was received for evaluation as the sample was not available from (B)(6). An investigation was requested of baxter (B)(4), the manufacturing facility. The photo was difficult to discern. It was enlarged and printed in color for inspection. Photo showed blood on the d-ring and what appeared to be blood on the donor tubing. Evaluation of the film orientation, inverted beading, and the membrane ports was not possible. The problem of leak was confirmed, but the manufacturing facility was not able to determine the root cause. All units are 100% visually inspected and pressure tested during the manufacturing process. Manufacturing and quality management have been alerted of this occurrence. This complaint will be kept on record for trending purposes.